Manufacturer narrative:
Electrode belt sn (B)(4) was returned ot the distributor for evaluation. The reported problem (unable to baseline) was confirmed by the distributor. The distributor found that the j7 connector in ECG "a" was unsoldered, which prevented the electrode belt from completing an ECG baseline. The root cause for the unsoldered j7 connector was an assembly error. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was unable to have his ECG baselined during device fitting.